Event description:
It was reported that an ilet bionic pancreas handheld had a cracked screen discovered upon waking, with unclear cause, and a replacement was arranged with shipping complications unrelated to device function. Symptoms included no adverse health effects and no impact to blood glucose. Outcomes included continued therapy without interruption and availability of backup therapy. Investigation included customer service assessment, shipping verification, and return of the damaged device for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with no indication of device performance failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance